Event description:
It was reported the customer was not able to calibrate her blood glucose. The customer also reported having a high blood glucose of 408 mg/dl. Customer declined to troubleshoot for her blood glucose. The customer was advised that she would not be able to calibrate her blood glucose until it was under 300 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).